Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (h-l90) was returned for investigation excellent condition except for the bent micro switch. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (disposable switch failed) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem therefore attributed to device damage caused by the user. The micro switch was replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) exhibited the following failures: "(1) disposable switch fail and (2) failed temp check." No patient injury or complications were reported in relation to this event.